Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) received multiple shocks for supraventricular tachycardia (svt). There were two episodes recorded and therapy was exhausted in both. The device was reprogrammed to mitigate inappropriate shocks. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.